Manufacturer narrative:
Intuitive surgical inc. (Isi) received the monopolar curved scissors instrument associated with this complaint. Failure analysis could not confirm the reported event. The instrument was placed and driven on an in-house system and passed the energy test without issues, no signs of arcing were noted during the test. The instrument energy cord was recognized on the generator. No thermal damage was observed. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the patient sustained a burn on the peritoneum while the surgeon was using the monopolar curved scissors (mcs) instrument. During an instrument exchange, while the surgeon was looking up at the peritoneum, a burn mark was observed. The surgeon was unsure specifically when the injury occurred or what instrument was involved. However, the surgeon believes the burn mark appeared to be approximately the length of the monopolar curved scissor (mcs) instrument; and charring was observed at the port site cannula internally. There were no burn marks externally on the patient's skin, specifically the port site used with the mcs. No intervention was required to address the patient's burns, the patient was discharged home the same day with no reports of complications. During the initial use of the msc the surgeon the instrument worked as intended, no reports of arcing or sparks, the scissor tip cover was applied appropriately. The monopolar energy settings were set to 3. A back up instrument was used after the event, the procedure was completed robotically with no further issues. On 08/14/2024, intuitive surgical, inc. (Isi) received a medsun report stating: procedure performed was a robotic assisted ventral hernia repair with mesh. The da vinci robot was docked to the patient with three robotic instruments inserted. Md visualized a burn on the patient's peritoneum next to the port of the monopolar curved scissors. The monopolar curved scissors was immediately removed from the patient and was visually inspected. No abnormalities noted. Monopolar curved scissors 8mm - ver 19 / lot k13240327 0335 / ref 470179. Prior insertion of the instrument: all safety checks were completed, scissor tip cover was correctly applied, no abnormalities noted, instrument was inspected prior insertion, instrument was inserted without resistance. Suspected cause of injury: a microcrack in the instrument shaft that can't be seen via visual/manual inspection. Instrument will be sent to da vinci for further investigation."

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.